Event description:
During left total knee arthroplasty, an approximate 3 inch portion of the intermedullary (im) guide rod broke off in the pt's femur. Depuy rep noticed broken rod. Surgeon immediately notified and an additional x-ray was taken of the hip which identified the titanium metal piece inside the femur.